Event description:
It was reported that in preparation for a procedure, a hair was found in the flextome otw cutting balloon packaging. This device was not used. The physician pulled another of the same and completed the case successfully.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.